Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leakage is not specifically addressed in the IFU. The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The returned device was examined and found the iris valve could be opened and closed without issue. The device was leak tested using a 20cc syringe and water. There were two tears (opposite) in the webbing of the discs with a positioner through the valve. The valve leaked through the iris with a positioner through the valve and the iris open and closed. The valve leaked through the iris without the positioner and the iris open. There was a small leak through the iris and between the valve rotator and valve collar without the positioner and the iris closed. The valve was disassembled. The check-flo discs were examined. Each disc was torn. Damage and compression set of the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment. Based on risk assessment per qera, risk reduction is recommended. CAPA is currently open and addresses this failure mode.

Event description:
During aaa repair the valve on the main body sheath continuously leaked. The physician was instructed by the rep to verify the valve was closed. The valve was closed but there was no change in leaking throughout the case. Physician stated he was being conservative in this estimation of the pts blood loss of 350 cc. No additional medical procedures were required due to this occurrence.